Manufacturer narrative:
The exact root cause for the cracked hubs could not be established with confidence. Multiple complaints have been received regarding a cracked hub resulting in leakage thru the cracked hub. CAPA c-2020-016 was initiated to address this issue, but this CAPA failed on effectiveness stage. CAPA c 2021-039 was initiated to further address this issue. CAPA c-2021-039 was initiated to address the cracked hub issue and is currently in the root cause investigation stage. The CAPA will identify the root causes and corrective actions as data is compiled.

Event description:
Date of insertion; (B)(6) 2021. Date leaking line/crack noted in catheter; (B)(6) 2021. Lot # 11370011. In this case the catheter was successfully removed and another PICC catheter had to be inserted.

Manufacturer narrative:
The device was returned, and evaluation is anticipated but had not yet begun. A follow-up report will be submitted once the device has been evaluated.

Event description:
Date of insertion; (B)(6) 2021. Date leaking line/crack noted in catheter; (B)(6) 2021. Lot # 11370011. In this case the catheter was successfully removed and another PICC catheter had to be inserted.